Event description:
Us customer contacted cepheid to discuss a discrepant result from xpert xpress sars-cov-2/flu/rsv plus. On (B)(6) 2025 a sample was collected from the patient who presented symptomatic for respiratory illness and processed per the pi. The sample was run on xpert xpress sars-cov-2/flu/rsv plus and the user reported viewing the "home screen" result as sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This result was reported to the physician. The customer does not print test reports after test completion or have lis capabilities. After a few hours on (B)(6) 2025, the physician requested that the results be re-checked for accuracy, at which point the tech went to the "results screen" and saw the result as sars-cov-2 negative; flu a positive; flu b negative; rsv negative. Customer does not believe there was a mix-up in the original "home screen" reading and that the previous flu a negative result corresponded to the patient and sample ID in question. The result was reported to the physician and patient chart was amended. Customer confirmed there is no known death, injury or deterioration in health related to the discrepancy.

Manufacturer narrative:
Us customer contacted cepheid to discuss a discrepant result from xpert xpress sars-cov-2/flu/rsv plus. On (B)(6) 2025 a sample was collected from the patient who presented symptomatic for respiratory illness and processed per the pi. The sample was run on xpert xpress sars-cov-2/flu/rsv plus and the user reported viewing the "home screen" result as sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This result was reported to the physician. The customer does not print test reports after test completion or have lis capabilities. After a few hours on (B)(6) 2025, the physician requested that the results be re-checked for accuracy, at which point the tech went to the "results screen" and saw the result as sars-cov-2 negative; flu a positive; flu b negative; rsv negative. Customer does not believe there was a mix-up in the original "home screen" reading and that the previous flu a negative result corresponded to the patient and sample ID in question. The result was reported to the physician and patient chart was amended. Customer confirmed there is no known death, injury or deterioration in health related to the discrepancy. The customer, who is a physician, states she performed the xpert xpress cov-2/flu/rsv plus test on the genexpert xpress and obtained a negative result for all targets on the home screen. A few hours later, when they went to the results screen to double check for accuracy, they saw a flu a positive on the "results screen." Toggling back to the "home screen" showed flu a positive. Cepheid has confirmed with the end user that minutes transpired between the result discrepancy were only seconds, and not hours as initially reported. This has been escalated to software engineering and software quality for investigation. The patient was managed as positive for flu a. No patient harm. Customer reported that the test result changed for a completed run on their xpress system with xpress 6.4a software. User ran an xpert xpress cov-2/flu/rsv plus (lot 62104) test and upon completion of the test run, the user viewed a negative result for flu a on the 'test running' window of the "home screen" and reported the result out. The user came back to review the result for the same test run by viewing the "results screen" and saw that the result for flu a was positive. Screen shots were not captured to document what the customer observed. There is only one known occurrence of this software behavior at the customer site. Review of log files from the customer's system cannot confirm the behavior. As part of the investigation, cepheid ran 30 xpert xpress cov-2/flu/rsv plus tests on xpress 6.4a using known negative samples to attempt to reproduce the issue. The issue could not be reproduced. There is not enough information to indicate that this software behavior is specific to the xpert xpress cov-2/flu/rsv plus test. Therefore, the assay agnostic product safety reference (sw_instrument2 worksheet) was used to determine the severities and probabilities of harm to the patient. Note that the severity and probability of harm align between the assay agnostic product safety reference and the xpert xpress cov-2/flu/rsv plus product safety reference for false negative results and false positive results. The severity of harm associated with a delay to result is higher in the assay agnostic product safety reference than what is assessed for xpert xpress cov-2/flu/rsv plus. The higher severity was used for the evaluation in this plra. For the overall population r01 (false negative) and r02 (false positive) meets the acceptance criteria of erroneous but believable results occurs at <1% (remote) based on the sfmea. R03 (non determinate results) meets the acceptance criteria of <3-5% as defined in design input requirements. There is no impact to the existing risk profile for xp3cov2/flu/rsv-10, risks remain acceptable, and the benefit risk assessment continues to be valid. No escalation to field action board based on safety. This issue is currently isolated to one customer.